Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when the customer connected the pump to a power source it became hot. There was no reported impact to the customer¿s blood glucose level. Review of the pump data showed that there were no temperature alarms and the battery temperature remained within the acceptable range.